Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke off in the pt's leg upon entry. The c-ring was retrieved without an additional incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the c-ring was detached from the slider rod. The scope wash tubing and c-ring were received separate. The entire tubing was present and was straight. The device had some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).